Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the abutment screw (iunihg). The screw was removed and the implant is intact. Tooth location 2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed on threaded portion of screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.